Event description:
Pt alleges a femsoft device migrated into urethra on 6/17/2000. Pt did not seek medical attention but waited to see if it "would come out on its own". Pt reported device expelled on 6/19/2000. No discomfort or other symptoms reported.